Event description:
It was reported to philips that the system was unable to perform fluoroscopy, delaying the procedure by 15 minutes. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occurred, and the procedure was delayed and took 25 minutes to restart the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform fluoroscopy. Review of the system log file showed that the error related to hard disk drive. To resolve this issue, fse replaced host pc hard disk and hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.